Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff alleged that the prograsp forceps instrument was not working properly. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported that the instrument would not work. Upon microscopic and visual inspection, engineering evaluation found the pitch cables to be loose and frayed at the grip assembly. Intuitive motion of the instrument was not smooth and precise. Upon housing removal found, the pitch cables were observed to be loose at the clamping pulley. However, the clamping pulley screw was not found to be loose. The customer reported complaint does not itself constitute a MDR reportable event; however the reported frayed cable issue if to recur could cause or contribute to an adverse event.